Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a merlin.net transmission showed an alert for the right ventricular lead impedance exceeding 2000 ohms. During a previous follow-up in march 2017, the physician noted that the impedance was on a steady increase from 600 ohms to 1600 ohms. Additionally the right ventricular pacing threshold has increased. The sensing and high voltage impedance was stable so no intervention was performed. There were no patient consequences.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that when the patient's remote transmission was seen by the clinician, there were non-physiological signals seen on the non-sustained rv oversensing. The impedance trending showed a sudden drop from over 2000 ohms to 490 ohms. It was concluded that these are possible signs of lead damage rather than mi-led scarred tissue. The physician has not decided on the follow-up action. There were no patient consequences.